Manufacturer narrative:
The reported complaint of keypad related issues was confirmed on all eight returned keypads. Test results identified all eight returned keypads failed to power on. An internal inspection was performed on all returned keypads. Each layer of the front case was removed and inspected for anomalies and observed broken traces or fluid contamination on all keypads. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Bd recommends during the cleaning process, do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Primary root causes are around inadequate cleaning process and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4); service history record showed the device had a manufacture date of 12feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 16sep2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Qn database p/n tc10012515. A qn database search was performed on pn tc10012515 bd alaris front case with keypad assembly. There are nine quality notifications opened for p/n tc10012515; however, there were no quality notifications related to this complaint.

Event description:
It was reported the assy fr case w/ keypad is being replaced for keypad related issues. Serial number (B)(4)-light indicators and power button not working (cannot turn on device therefore cannot perform keypad test to see if other keys are working or not) serial number (B)(4)- light indicators and power button not working (cannot turn on device therefore cannot perform keypad test to see if other keys are working or not) serial number (B)(4)-light indicators and power button not working (cannot turn on device therefore cannot perform keypad test to see if other keys are working or not) serial number (B)(4)-light indicators and power button not working (cannot turn on device therefore cannot perform keypad test to see if other keys are working or not) serial number (B)(4)-light indicators and power button not working (cannot turn on device therefore cannot perform keypad test to see if other keys are working or not) serial number (B)(4), silence, clear, 1, 4, 7 buttons are not working. Light indicators, and power button are working. Serial number (B)(4)-power button not working (cannot turn on device, therefore, cannot perform keypad test to see if other keys are working or not). Light indicators are working. Serial number (B)(4)- power button not working (cannot turn on device, therefore, cannot perform keypad test to see if other keys are working or not). Light indicators are working.